Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specifications and no low battery alarms were noted. The pump gave an alarm after a battery change due to a faulty component on the interface board. The pump alarmed lost sensor connecting to the glucose sensor simulator due to a faulty component on the radio frequency board. No cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed an unexpected restart alarm after a battery change every time. Customer's blood glucose was 191 mg/dl. After troubleshooting, customer was advised the device will be replaced. Customer agreed to return the device for analysis.